Event description:
It was reported that patient was receiving replace generator soon message. It is unknown if the ipg prematurely depleted. Surgical intervention took place where the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.